Event description:
According to the complaint, a pad was placed on the patient's left thigh during a right rotator cuff procedure. Patient alleges great pain on her left thigh, substantial pain and suffering. The patient alleges the area upon which the pad was placed was severely burned and has undergone therapy and treatments for the burn to the leg. Reportedly, the burn on the leg will leave a permanent scar. Patient further alleges burns and laceration on her tongue during the procedure. Procedure: rotator cuff repair.